Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump screen shut down. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing and visual inspection were performed. The screen shut down issue was identified during functional testing. The cause of the condition was determined to be a damaged screen. To correct the condition, the screen was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.